Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely. Review of transmission revealed high pacing impedance on the left ventricular lead. No changes or intervention was reported and the patient will continue to be monitored. There were no patient health consequences.